Manufacturer narrative:
(B)(4). One flexiva 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. Light was unable to travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber was broken within connector. The condition of the returned device would cause the connector to overheat as well as insufficient energy transmission during ablation thereby confirming the event. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a p-cube procedure in the ureter and kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure, there was very little laser energy from the fiber and an error message appeared on the laser console for "error shut down for 1 minutes and reboot" and the laser stopped working. The fiber connector had overheated and the nurse was burned when she attempted to remove the fiber from the laser console. There was no treatment done to the nurse's burn. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.